Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Image review: a review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the photo does not show a complete view of the distal end of the harmonic insert, but the curved blade appears to be broken off. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the harmonic ace instrument had a cutter head fracture. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large harmonic ace instrument was analyzed and failure analysis found to have the curved blade broken at the tip of the blade. A piece approximately 0.085" x 0.680" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.